Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: temporary pump stop/retrograde pump flow: the cause of temporary pump stop and retrograde pump flow issues was likely due to an unintended use error as evidenced by logs showing pump turned down to p0 before impella stopped alarms trigger optical sensor issue: the cause of the optical signal issue was not established as no pump failure patterns were observed and no product was returned for evaluation. Low or blocked pump flow: the cause of the low pump flow was not established as no definitive data log abnormalities were observed, no product was returned and limited clinical information was observed.

Manufacturer narrative:
Per internal review on 18-mar-2026, the h6 medical device problem code of "backflow" (a140501) has been removed. As cited in the previously reported investigation summary, the cause of temporary pump stop and retrograde pump flow issues was likely due to an unintended use error as evidenced by logs showing pump turned down to p0 before impella stopped alarms trigger. Therefore the backflow code has been removed.

Manufacturer narrative:
H6 component codes were updated accordingly based on the completed investigation. The cause of temporary pump stop was likely due to an unintended use error as evidenced by logs showing pump turned down to p0 before impella stopped alarms trigger. The cause of the optical signal issue was not established as no pump failure patterns were observed and no product was returned for evaluation. The cause of the low pump flow was not established as no definitive data log abnormalities were observed, no product was returned and limited clinical information was observed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient had a pressure signal of 268/179 mmhg, significantly higher than the arterial line reading, and the motor current waveform appeared flat. This occurred during patient repositioning. Device position was verified by echocardiography, showing placement approximately 4 cm from the inlet to the aortic valve. Impella flow decreased significantly on performance level p7 (1.7 l/min; maximum 2.8 l/min, minimum 0.3 l/min) and remained low on p9 (1.7 l/min with similar min/max values). According to the physician, the patient was not clinically supported, in color doppler imaging showed nearly no flow in the aorta (despite correct positioning within the left ventricle). The patient was reported to have survived the procedure.